Event description:
It was reported that during a da vinci-assisted surgical procedure, site said while the doctor was working the integrated electro surgical unit (iesu) erbe started activating the bipolar on its own. The technical service engineer (tse) had the site unplug the erbe and move the bipolar cord to the other erbe port making sure the cord was not plugged in upside down. The doctor tested the bipolar and it seemed to work but out of caution she was thinking about converting the case to lap. When the call ended, they did not know if they would convert or continue. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse did not reproduce the issue. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.